Event description:
On 30-dec-2025, a clindex notification was received regarding a patient listed in the shoulder arthroplasty registry who developed an ankle infection and right shoulder arthroplasty infection on (B)(6) 2025. A poly swap was performed on (B)(6) 2025, and the patient is currently on antibiotics. The primary reverse shoulder arthroplasty (rsa) procedure was completed on (B)(6) 2024. The patient sustained a periprosthetic fracture on (B)(6) 2025 following a fall. The event was reported as unrelated to the arthrex univers revers implant placed on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause of the reported event is attributed to a patient-specific reaction. Per dfu-0189-eo, revision 7: c. Contraindications, item 3. Foreign body sensitivity: ¿where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation.¿ d. Adverse effects, item 7. Allergies and other reactions to device materials: this dfu section notes the potential for allergic or other reactions related to device materials.